Event description:
Reporter indicated a vns patient's generator was unable to be interrogated and was likely at end of service. A battery estimate showed approximately 1.12 years remaining on the generator battery. The generator was last able to be interrogated on (B) (6) 2008. The end of service indicator is unknown for that date. The reporter indicated the patient would be scheduled for generator replacement surgery.

Event description:
Additional programming history was received for the patient where it was observed that the device was interrogated several times after the report of failure to communicate was received indicating that the communication issues were not a result of the generator rather could be due to wand positioning or emi. Additionally, end of service of the generator is not suspected to be the cause as in 2008 and 2011, the end of service status indicator is no.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.